Event description:
The customer reported an alarm and insulin squirting during the manual prime. Troubleshooting revealed that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms noted. Visual inspection revealed a scratched lcd window, cracked case on display window corner and a broken reservoir tube lip.